Event description:
It was reported that the surgeon had difficulty getting the insert to lock. Surgery was extended 31-60 minutes.

Manufacturer narrative:
The associated device was returned. Our investigation included a visual/ dimensional inspection of the device. 2 attributes were not able to be accurately measured as they were damaged, mostly likely during the insertion attempt. A review of the device history was also completed which did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem.